Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was 3.7 mmol/l. The customer went swimming and when he came out of the swimming pool, the pump started to vibrate and the display went black. The customer stated that the notification light is blinking. The customer replaced the battery but there was no use. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation and had missing segments at right upper corner of the display due to corrosion at electronic assembly. The motor was received with moisture damage. The insulin pump failed leak test. The insulin pump leaked at a cracked at the back of the case on the battery tube area. The insulin pump passed self-test and displacement test. No unexpected black display, blinking white display or vibration anomalies were noted. The insulin pump was received with minor scratched lcd window and scratched case.